Event description:
The customer received questionable creatinine jaffe and total bilirubin results for approximately 50 patient samples and noted the reagent dispense seemed erratic. The customer repeated testing on analytical d module serial number (B)(4) on (B)(6) 2012. Of the data provided for 13 patient samples, only the following results from 8 patient samples were discrepant. All results are in mg/dl. Patient sample 1 initial creatinine result was 2.43 with a data flag and the repeat result was 0.89. Patient sample 2 initial creatinine result was 1.71 with a data flag and the repeat result was 1.26. Patient sample 3 initial creatinine result was 2.56 with a data flag and the repeat result was 1.22. Patient sample 4 initial creatinine result was 1.22 and the repeat result was 0.94. Patient sample 5 initial creatinine result was 1.29 and the repeat result was 1.01. Patient sample 6 initial creatinine result was 1.28 with a data flag and the repeat result was 1.03. The initial total bilirubin result was 0.9 and the repeat result was 0.4. Patient sample 7 initial creatinine result was 1.52 with a data flag and the repeat result was 1.00. The initial total bilirubin result was 1.3 with a data flag and the repeat result was 0.7. Patient sample 8 initial creatinine result was 0.03 with a data flag and the repeat result was 1.00. All of the initial results were reported outside the laboratory. No patients were treated because of the results as they were corrected within a couple of hours. The creatinine r1 reagent lot number was 65396801 with an expiration date of 03/31/2014. The creatinine r2 reagent lot number was 65297801 with an expiration date of 01/31/2014. The total bilirubin r1 reagent lot number was 64651801 with an expiration date of 09/30/2012. The total bilirubin r2 reagent lot number was 64533301 with an expiration date of 09/30/2012. The field service representative could not determine a cause. He replaced the syringe seals and verified the analyzer operation by running precision testing and qc with good results.

Manufacturer narrative:
A root cause could not be determined with the information provided for investigation. No additional discrepant results were reported. No adverse event was reported.